Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-apr-2018 with the following findings: during the investigation, a review of the black box showed multiple unexplained power reset events. The battery compartment was found to be cracked below the grip pad. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister. A leak test failed due to a battery compartment leak. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump¿s ¿ez-prime¿ steps were performed correctly with no power interruption occurring during the investigation. The pump¿s cover was removed, and further moisture corrosion was found to the watchdog circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.